Event description:
The customer reported that two patients developed a fungal infection, and that their specimens grew the same type of mold. These two patients reportedly used the same evis exera iii bronchofibervideoscope, so the customer sent in the scope for testing to see if it was the scope that was causing this. The scope was not sampled and cultured. The medwatch with patient identifier (B)(6) reports the second patient.